Event description:
Operating room staff report during a laparoscopic appendectomy, the endocatch bag "anchor tissue retrieval system" did not operate properly. The bag would not return into the handpiece. Surgeon was able to troubleshoot issue and ultimately was able to get the organ into the bag even with it not working properly. No injury to patient, just delay in case trying to work around issue.